Manufacturer narrative:
Correction to h10: the complaint history was reviewed and there were two previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications.

Event description:
Customer reports 2 false positive results for two individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This MDR is to document false positive result for individual 1. See (B)(4) for the additional false positive result. On (B)(6) 2022, individual 1 received a positive result using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4) and lot 22870l, reader sn (B)(4). Individual 1 tested negative with poct rapid sars-cov-2 by pcr on (B)(6) 2022. Additionally, individual 1 performed another cue test on (B)(6) 2022 and received a negative result. Individual 1 had no known exposure or symptoms.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.